Event description:
It was reported that during use to close the cholecyst canal, after firing and removing the device, the doctor found the clip was removed with the device. This happened three times. The cholechyst canal has no abnormity. Changed to another one to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good condition. The instrument was cycled and fed the clips within manufacturing requirements. The clip form was within manufacturing requirements. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.